Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 a xience xpedition 2.50 x 23 mm stent was implanted in the proximal right coronary artery that was 80% stenosed. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, an investigator conducted a 3-year follow-up visit. The patient complained that beginning around (B)(6) 2014 they began experiencing chest tightness when the weather turned cold and every spring and autumn season thereafter. The patient is treated with medication more than 10 dates every year. The patient was re-admitted on an unknown date for treatment, improved and was discharged. No additional information was provided.